Event description:
While investigating a (B)(6), male, pt's monitor for an unrelated issue, a reportable nonconformance was discovered. The pt monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.